Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced the stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: yellow cap tube with turned over stopper, issue was found during sample draw. So far, no previous tubes were found with this issue. Customer requests a review.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but five (5) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper cocked was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of improper stopper assembly or stopper cocked was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper cocked. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced the stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: yellow cap tube with turned over stopper, issue was found during sample draw. So far, no previous tubes were found with this issue. Customer requests a review.